Event description:
Info received indicates the head section won't go down using the CPR lever but will when using the siderail controls.

Manufacturer narrative:
The tech isolated the issue to a stuck CPR valve. He replaced the CPR to repair the bed.